Event description:
It was reported that the pump showed error code 46822 indicating a real time clock time or date error. Per reporter, there is also liquid damage. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was returned for analysis. The service history review identified that the device had not been in for repair before. The customer problem was confirmed, and the root cause was found to be fluid ingression. The device passed all the tests after the repairs.